Event description:
It was reported that the patient was hospitalized for three days in 2009. The patient was having problems forming speech. Per the reporter, the doctors reduced the medication and it appeared to be better. The pump was used to deliver prialt, morphine and bupivicaine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.